Event description:
It has been reported to philips that, during a procedure, the allura xper fd20 system was unable to startup. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was not in clinical use. The philips field service engineer (fse) inspected the system on-site and confirmed that the system was unable to startup. Upon visual inspection fse found voltage error on output 24v1 bank-a in m-cabinet. Fse checked the power supply from dcps and found the 24vdc was not stabilized. The philips engineer replaced the 24v power supply. After replacement system was working fine. The codes were updated based on the investigation outcome. Health impact code was corrected.